Event description:
Hosp reported an air embolism was injected into the coronary tree of a pt. Pt went into code blue and survived.

Manufacturer narrative:
Once the failure analysis at medrad is completed, a f/u report will be submitted.